Event description:
The customer reported the system displayed a charger error failed error. No pt injury was reported.

Manufacturer narrative:
The ge service rep adjusted the battery charger and reseated the boards and cables related to charger. He adjusted +5 volt supply and loaded calibrations. The rep tested the system. System operation as intended.